Event description:
Bd insyte angio 22gx1.00in. Ref: 38253, exp: 01/31/2027. Lot: 4025973. IV catheter malfunction when starting IV. When attempted to retract needle the plastic cannula caught into the needle and it would not retract. Catheter and needle both came out together.